Event description:
During an implant procedure, it was reported that loss of sensing and low pacing impedance was observed after connecting the atrial lead to the device. The lead was tested by a pacing system analyzer (psa) and the sensing and impedance values were normal. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported complaints of failure to sense and low pacing impedance were not confirmed. The device was received with the battery voltage above elective replacement indicator level. The device was put through output, sensitivity, and lead impedance tests and no anomalies were revealed. The header and connector were examined and no anomalies were revealed that could have contributed to the field complaint. Additionally, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.